Manufacturer narrative:
Correction: component code update.

Event description:
It was reported that the patient presented to the emergency room with pain in his chest due to high output pacing. The right ventricular lead exhibited loss of capture, low r-wave amplitude and low pacing impedance on their right ventricular lead. When the lead was extracted, it was seen that the helix could not be extended or retracted. The lead was explanted and successfully replaced. There were no patient consequences.